Manufacturer narrative:
Continuation of d11: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2005 explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the granuloma was not confirmed. The cause of the issue was that the ¿neurosurgeon believes catheter is epidural.¿ actions taken to resolve the issue included surgery consult to revise is being conducted, surgery is being considered. The issue has not been resolved and the device is still in use.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 28-dec-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving morphine with concentration 50 mg/ml at a dose rate of 2.998 mg/day via an implantable pump for non-malignant pain. It was reported that the patient experienced a lack of therapy. The patient had not received adequate pain therapy since her pump replacement in december 2019. A dye study was attempted on (B)(6) 2020 to check for patency of catheter and explore for granuloma. The catheter was however not successfully aspirated, and the procedure aborted. A myelogram was performed. Results were to be sent to a neurosurgeon. It was unknown if the issue was resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. No surgical intervention was performed, and it was unknown if surgical intervention was planned. The patient¿s weight and medical history were noted as having been requested but were unknown / would not be made available. It was noted that there were not environmental/external/patient factors that may have led or contributed to the issue. No further patient complications have been reported as a result of this event.